Event description:
Revision of components due to loosening and wear, 16 yrs after implantation. Patient outcome: stable after revision. Original implant date: (B)(6) 1995.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).as there were no products returned, no further investigation could take place.the complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received then the complaint shall be investigated further.